Manufacturer narrative:
A field service engineer was dispatched to the customer site. He discovered the oil mist filter came loose from its housing as a result of vibrations from the vacuum pump. He reseated and tightened the oil mist filter to resolve the smoke/haze, oil leak and noise issue. Unit meets specifications and was returned to service. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze, oil leak and noise issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze, oil leak and noise issue was reviewed within the past six months no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the smoke/haze, oil leak and noise issue is the oil mist filter. The field service engineer reseated and tightened the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a smoke or haze emitting from the sterrad® 100s sterilizer. In addition, oil was found on the floor adjacent to the sterrad after the smoke report. Upon follow up,the customer reported that the unit was also generating a noise when starting cycles. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.